Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented post procedure with a right atrial lead and right ventricular lead that had dislodged. The leads were revised on (B)(6) 2019. The patient was stable. Manufacturer reference number:2017865-2019-05387.

Manufacturer narrative:
Analysis was normal. No anomalies were found.